Event description:
Factory analysis of a returned blower revealed a failure of the blower motor temperature sensor. The failure as reported may result in a vent inop condition during normal ventilation mode use. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and the user must provide alternative ventilation and have the ventilator serviced.